Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 450 mg/dl. Customer was hospitalized due to high blood glucose. Customer was treated with manual injections and IV fluids. Customer was wearing insulin pump at the time of hospitalization. It was reported that prior to hospitalization, customer went hunting and the temperature outside was between 30 degrees and 40 degrees. It was explained that insulin freezes with temperature of 32 degrees. Customer reported that insulin was under the jacket and the rest of insulin was in a cooler. Nurse believed that reason for high blood glucose was due to insulin. It was also reported that customer fell on top of insulin pump. Insulin pump passed self-test and displacement test.